Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery dropped from 75% to 5% after being connected to a power source. In addition, the customer was having difficulty charging the pump despite the attempt of multiple power adapters and sources. Customer reported blood glucose (bg) level was 69 (mg/dl). No action was taken to address bg level as the customer stated this was normal range and the customer felt fine. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.